Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 18.6 to 19.3 cm from the distal tip resulting with an exposed inner coil. Internal insulation abrasion was noted at 12.9 to 15.6 cm and 18.0 to 18.9 cm from distal tip. One of the cables breached from 12.5 to 15.8 cm from the distal tip. Internal abrasion was noted under the svc shock coil at 23.8 to 24.4 cm, and at 25.5 to 26.0 cm. Externalized conductors were observed at 12.9 to 15.6 cm.